Event description:
On (B) (6) 2008, the patient reported no insulin flowed through his infusion set tubing when he tried to prime it. He stated he then noticed insulin was leaking around the adapter tip. He then disconnected the tubing from his infusion device. To troubleshoot, the patient was asked to tighten the connection and try to prime with he same tubing but he stated he preferred to change the tubing and try to prime it. He was able to successfully do so. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.